Event description:
I purchased an inogen one g5 portable concentrator - certified pre-owned × 1 16 cell system from health medical supplies on (B)(6). On (B)(6), the unit battery stopped working. This is an oxygen concentrator unit that I need to breathe regularly. I am a terminal patient residing in a terminal facility. I called the company to initiate a warranty report and they told me I had to package the unit and send it back for diagnostics. We don't have those types of logistics capabilities here. I'm 78 years old. I asked if they could just replace the unit since it is barely 5 weeks in use. They said their warranty procedure is to have the patient send the unit back to go through diagnosis. I need the oxygen daily. I cannot survive without oxygen. I also paid them (B)(6) for this unit 5 weeks ago. They would not help me.